Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had taken the pump off on the way to work due to the battery depleting. When the customer got home to plug the pump to charge turn it on a malfunction alarm occurred. The customers blood glucose (bg) level was ( 270 mg/dl) the customer took a manual injection to stabilize bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.